Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the device passed upstream occlusion test, downstream occlusion test and flow accuracy test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed psi testing during testing in the biomed service department. There was no patient involvement. No additional information is available.